Event description:
The device was returned for sensor hardware failure (set ID sensor). The device was attached to a charging bracket and powered on, no alarms or errors were observed. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. Multiple different cassettes were loaded on to the device and detected by the set ID successfully. The device was opened to inspect for internal damage and run testing on the set ID. A crack was found on the retaining plate. The set ID passed testing. The set ID was inspected for damage. No problems were found. The retaining plate will be replaced during repair.

Event description:
The following has been reported: biomed reported: 'staff put in a work ticket for fk pump serial # (B)(6) stating "IV pump alarming air detected when there isn't air. Tried removing the air. No air to remove but won't stop alarming". There was no patient harm nor the stoppage of an active infusion reported. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.